Event description:
The customer reported that the pacer was not working. The device was in use on a patient. The hospital stated that, when the ambulance arrived, the ambulance was able to properly pace the patient. No adverse event to the patient was reported.